Event description:
The customer states that during a lap cholecystectomy procedure, the clip misfired and clip broke into two pieces. No pt injury or intervention reported.

Manufacturer narrative:
Sample device not available for evaluation. The results of the investigation are not available at the time of this report.